Manufacturer narrative:
Additional information: g3, h2, h3, h6. An event of the needle scraping open the dilator was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, it was reported that the needle was reshaped which is consistent with the reported event of the needle scraping open the dilator was reported. The brk transseptal needle instructions for use (IFU) warns, ¿do not alter this device in any way¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported complaint is consistent with the reshaping of the needle.

Event description:
During an atrial fibrillation procedure in the left atrium it was noted that when the needle was inserted it scraped open the dilator. The device was replaced and there were no adverse patient consequences. The needle was reshaped which goes against the device instructions for use.